Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6)); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient (pt) reported that they have been having issues charging their implant the last maybe 4-5 times they have charged the ins; within the last month. Caller stated that the recharger cord going into the paddle and relay box are getting really hot when trying to charge the implant (no pt harm reported). Pt stated eventually, recharger stops getting hot and they are able to charge. Caller also stated that it keeps saying that the placement of the paddle is not good and to reposition. Pt added that they charge the ins every 2- 3 days (no allegation of charge frequency). Pt confirmed no issues charging the controller. Historical event: pt mentioned they had a stress test yesterday and they had to turn the therapy off; pt stated they have sciatica and the sciatica immediately returned and they could not sit on their left side so the therapy really helps with that. Pt stated that the therapy does not help with their back spasms. An email was sent to the repair department to replace the recharger. Agent recommended to monitor implant charging with replacement recharger.

Manufacturer narrative:
H3: analysis of the [recharger], model [97755], s/n [(B)(6)], revealed recharge antenna failure and no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.